Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 226 mg/dl. Customer said his pump wont stop beeping and an image of a pump that has x on it. Customer got an error while doing fill cannula but cant remember the error code. The troubleshooting was performed and they did not received open book image was displayed on the screen. The device will be returned for the analysis.